Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, while the patient was showering on (B)(6) 2018, it was discovered by the patient's nurse that the drainage system on the patient's right side had become disconnected from the thal-quick chest tube. The patient had bilateral chest tubes inserted initially on (B)(6) 2018 to treat a pneumothorax. The proximal end of the chest tube appeared to have come away from the main catheter, and was lying on the floor. The main catheter remained in situ, and the staff applied additional tubing to reconnect the catheter to the underwater sealed drain. The patient's nurse reported that the patient is ok. The chest drain was not removed until (B)(6) 2018, as the part of the catheter which had broken was external to the patient, and the staff utilized another connector and tape to secure the patency of the drainage catheter. Although the proximal end of the complaint product was disposed of, the remaining portion of the catheter is reportedly returning; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control data, specifications and visual inspection/dimensional verification of the device was conducted during the investigation. One device was returned, extensive evidence of biomatter present in the interior of the device, indicating it has been used. The proximal end of the device was connected to a length of extension tubing using a white, ¿christmas tree¿ shaped adapter and two zip-ties. No conical adapter was returned with the product. The length of the chest tube (including conical adapter) could not be measured because the adapter was not returned with the product. The 20fr thal-quick chest tube outer and inner diameter were both measured to specification. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. It cannot be determined with complete certainty why the separation occurred. The device separated 20 days after placement, suggesting the procedure to place the device was successful, and that a post-procedural occurrence attributed to the failure. It is reasonable to suggest that the product received an excessive force to cause the separation, either due to the shower or an unsupervised occurrence. Based on this information, the root cause will be categorized as ¿product use or handling related¿, detailed with possibilities for ¿operational or environmental context¿ and ¿product received excessive pressure¿. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.